Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the alcavis 50 solution-500ml #15501-12 b/cs. It was stated that the solutions were causing eye irritation and burning when used. There was patient involvement, and there were harms or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).